Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and did flush properly before and after decontamination. Also, it was noted that its tip revealed damage, making it appear slightly ovalized while tested via vxh, indicating an attempt to track a kinked wire which could have led to difficulty during insertion. Later, during a device-to-device interaction testing, a sample wire was tracked through the versacross dilator which confirmed that there were no issues with respect to wire insertion. No issues with insertion into sheath. The reported allegation was confirmed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulse field ablation procedure. During the procedure, the user mentioned the tip of the dilator was noted to be defective, looking to be flattened causing difficulty during insertion/advance it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. Product is available for return. The damage was seen after inserting the dilator into the sheath. No other issues were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulse field ablation procedure. During the procedure, the user mentioned the tip of the dilator was noted to be defective, looking to be flattened causing difficulty during insertion/advance it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. Product is available for return. The damage was seen after inserting the dilator into the sheath. No other issues were reported.